Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. In addition to the instrument serial number (B)(4), the customer also has instrument serial numbers (B)(4), showing the same behavior when using the sample transfer protocol. (B)(4).

Event description:
A customer from australia reported the drop catcher was not engaged when using the sample transfer protocol on the magna pure 96 system. The customer checked all 3 magna pure systems at site; the same behavior was observed. There were no reports of physical droplets or suspected contamination.

Manufacturer narrative:
Through the investigation, it was discovered that, only when using the sample transfer protocol version 3.0 on the magna pure 96 system, the drop catcher is not activated. There have been no confirmed cross-contamination events leading to erroneous results occurring at the customer sites using this protocol. This issue affects no other protocol used with the magna pure 96 system. Magna pure 96 customers were informed of the situation and were instructed to delete the affected sample transfer protocol version 3.0 in the magna pure 96 control unit. Additionally, an updated sample transfer protocol (version 4.0) is available and can be installed on customers' units as needed. (B)(4).